Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient had a history of intracranial bleeding and significant pulmonary compromise. Despite interventions, pulmonary status remained poor, although urine output gradually improved. Shortly after initiation of mechanical circulatory support, the catheter tip was found to have inverted; however, pump flow remained stable and was monitored. Anticoagulation was started at reduced intensity due to a mechanical tricuspid valve. A computed tomography scan revealed clots in the medulla, prompting adjustments to anticoagulation therapy and reduction of pump support. The patient developed persistent fever and worsening pulmonary findings. Episodes of ventricular tachycardia occurred, with uncertainty regarding whether the arrhythmia was related to the support device or the pulmonary artery catheter. Anticoagulation was transitioned from heparin to bivalirudin, with bicarbonate added to the purge. Hemodynamic assessment showed elevated pulmonary pressures. The lungs gradually improved, and sedation was maintained to support neurological recovery from the prior intraventricular hemorrhage. Because the fever persisted, the pulmonary artery catheter was exchanged. Electrolytes were corrected, and the complication was managed. Neurological symptoms were later determined to be due to a brainstem arteriovenous malformation. Cardiogenic shock began to improve, but the patient continued to lack airway protective reflexes. During tracheostomy placement, the patient developed respiratory arrest followed by cardiac arrest, requiring cardiopulmonary resuscitation. Pump support was increased, and the patient was emergently placed on peripheral veno-arterial extracorporeal membrane oxygenation. Suction events and differential oxygenation occurred, prompting surgical conversion to veno-venous extracorporeal membrane oxygenation, which improved hemodynamics. Multiple vasopressor agents and antiarrhythmic therapy were required. Subsequent evaluation in the cardiac catheterization laboratory showed sluggish extracorporeal membrane oxygenation circuit flow and clot formation within the oxygenator, raising concern for inadequate ventricular unloading. The patient remained on bivalirudin and epinephrine. The left ventricular signal on the controller was intermittently absent at low pump settings. By the end of the reported course, the patient no longer required mechanical circulatory support; however, pulmonary recovery from acute respiratory distress syndrome and neurological recovery from intracranial bleeding were ongoing. Cardiogenic shock had resolved, but the patient continued to require aggressive medical management.